Event description:
The customer reported that it was observed the grounding plat had light and dark spots. The grounding plate could not be used. No patient injury occurred. Covidien's initial evaluation of the incident sample found it was degraded with no continuity.

Manufacturer narrative:
(B)(4). One dgphp patient return electrode pad was returned for evaluation. The foil was degraded under the termination cover. The resistance was measured and was out of specification. Investigation identified minute levels of chloride contamination as a possible contributor to the degradation. A supplier corrective action request (scar) was issued to the supplier to eliminate the source of the contamination. A health hazard evaluation (hhe) was performed to determine patient risk of existing product on the market. The risk of possible injury with the degraded product was evaluated and determined to be far lower than the general risk of injury reported in independent literature for use of these types of patient return electrodes. The risk is further reduced by visual determination of foil discoloration/degradation by the clinician prior to use. A product recall was conducted in august 2012.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2014. The incident device ha been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.